Manufacturer narrative:
The t:slim g4 pump user guide states, "always twist the luer lock con­nection between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. This can cause high blood glucose". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge luer lock was loose and insulin was leaking from the infusion set tubing. Customer called paramedics and was subsequently hospitalized after experiencing an elevated blood glucose (bg) level of 750 (mg/dl) and diabetic ketoacidosis. Reportedly, customer visited their health care provider the day prior and disconnected the luer lock. Customer was not sure if luer lock was reconnected properly. Prior to hospitalization, customer delivered a pump bolus to address bg levels. While hospitalized, customer was treated with an "insulin push" and fluids. Customer was released 4 days later.